Event description:
The customer tested her blood glucose using her contour meter and received a reading of 189 mg/dl. She was retested with the doctor's meter and received a reading of 91 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event were alleged. New strips were sent to the customer and she is expected to returned her strips for eval.